Event description:
A mayfield skull clamp (B)(4) was involved in an incident during a procedure and was described as follows; a (B)(6) male was undergoing a posterior cervical foraminotomy. The mayfield skull clamp was placed on the pt and he was repositioned in a prone position when the unit slipped causing a laceration, approx one inch in length. The laceration required stapling. There was no stereotaxy device being used at the time of this incident. Disposable skull pins were being used during the procedure model number, lot number and size of the pins was not provided. The pins were discarded following the procedure.

Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the returned mayfield skull clamp and have provided the resultant findings as follows; the returned device passed all functional and performance testing as received. The root cause is not related to the manufacture or the design of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.